Manufacturer narrative:
The customer was able to provide some patient information. Physio-control performed a clinical review of the reported patient event and was unable to determine if the device use contributed to the patient outcome. This was because of insufficient information available, due to the lack of the patient ECG record for the event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to display the ECG waveform through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient did not survive.

Event description:
The customer contacted physio-control to report that their device was unable to display the ECG waveform through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient did not survive.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.